Manufacturer narrative:
Air was visibly seen by the operator's indicating that the cycler alarmed appropriately. Air alarms at the beginning of treatment are indicative of residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide contains adequate instruction from removal of air during prime and during treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved. Operator reported air could be seen in tubing. The operator did not attempt to remove air as instructed in the user's guide and contacted nxstage technical support for assistance. It was determined, however, due to elapsed time, that the cartridge set was most likely clotted and rinseback could not be performed resulting in an estimated blood loss of the 190cc. No medical intervention was required.